Manufacturer narrative:
The investigation for the reported issue has been completed. The cause of the aic (automated impella controller) issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) with a syscal error after being powered up. The instructions for use (IFU) was followed and the aic was replaced with a backup and field service notified. There was no patient involvement.